Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. Representative samples of the product were tested for knot pull tensile strength and the results obtained were in conformance with the requirements. No device failure detected and the product is within specification. The actual device batch number associated with this event is not known. The following is a possible batch number. Product code j215h, batch bj6772, mfg date: 08/01/2009, exp date: 07/31/2014.

Event description:
It was reported that a patient underwent a pyloric repair procedure on an unknown date and suture was used. The patient experienced a wound dehiscence and two days after the procedure the patient returned to the hospital for resuturing.